Manufacturer narrative:
Tech found the battery will not maintain a charge. Tech replaced the battery. This repaired the problem.

Event description:
Tech found when activating the bed's manual functions, the functions will not work. The battery charge light is on solid, indicating full charge.